Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. The device was monitored without the test energizer battery inside the battery compartment and reinserted back into the battery compartment for less than 10 minutes and there was no unexpected pump error 23 alarm.